Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer had incorrect r wave measurements. It was indicated that the solder joints on the electrocardiogram and radiofrequency head connections were cracked but functional. The printed circuit board was replaced and calibrated as a preventative measure. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the system fan was noisy and therefore replaced. The programmer passed final functional and system tests. Concomitant medical devices: 229047 analyzer; 5104 adapter cable. (B)(4).

Event description:
It was reported that the programmer and pacing system analyzer showed r wave measurements lower or different than what was read from another analyzer and device. The issue was also observed with the programmer and another analyzer. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.